Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient¿s pump had been refilled on (B)(6) 2018, but there was no information available related to the dosing. The patient had been discharged from the hospital following a refill, but returned the day before ((B)(6) 2018) due to increased lethargy. It was reported the patient was lethargic, sleeping a lot, and was bradycardic. The patient¿s heart rate was in the 40¿s. The healthcare provider was transferred to the answering service to have a local representative paged to interrogate the device. The date of the event was provided as (B)(6) 2018. It was indicated the patient¿s pump had recently been replaced on (B)(6) 2018, prior to the refill on (B)(6) 2018. No further complications were reported/anticipated.